Manufacturer narrative:
Returned to manufacturer. Sustaining engineering evaluation of the returned device: device is damaged as described in the complaint. Furthermore, the device was returned in a disassembled state. The handle is cracked as described in the complaint description. The break is typical for brittle material at the critical cross section. The break occurred at the location of the shaft diameter change. There are no signs of misuse on the instrument. Furthermore, the device was returned in a disassembled state. At the company the head and shaft of the returned device were separated without any additional tools, as the device was already disassembled once outside of the company and therefore the screw locking proprieties of the adhesive applied on the shaft were gone. The conditions that lead to the disassembly and partial reassembly of device shaft, head and handle, outside of the company are unknown. Therefore, as the complaint description only refers to the breakage of the blue plastic handle, only this issue was evaluated in this complaint investigation. Confirmed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that: (B)(4). Manufacturing location: (B)(4). Manufacturing date: 27. Oct. 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the blue plastic handle broke off while hammering. No patient harm or sugical delay reported. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Pia eval: unfortunately we are not able to determine the exact cause which has lead to this occurrence. However, it is likely that a mechanical overload situation has led to the damage. Even if occurrence rate and severity of harm are addressed adequately, an internal design evaluation is ongoing, that takes into consideration the design of the handle (geometry and material) and the failure mode described in this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.